Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that during patient treatment, appearance of double triggering was noted. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, appearance of double triggering was noted. The ventilator passed pre-use checks and the patient cassette was clean. It was assessed that the ventilator was faultless. No further issues have been reported. The evaluation of received device logs shows several clinical alarms for e.g. High airway pressure, low expiratory volume, high respiratory rate and low peep on the reported date of event and days before. These alarms may be caused by kinked or blocked tubing but also by leakage in the patient circuit or settings related, but this cannot be confirmed. The ventilator was attended by the user as ventilation mode and other settings were changed multiple times. Trigger settings do not seem to have unusual values. No trend logs to further illuminate the situation were received. The last successful pre-use check before the event was performed almost one month before it. The root cause of the double triggering has not been determined. There was no indication of a technical ventilator malfunction.

Event description:
Manufacturer ref. #: (B)(4).